Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (compounded, 20.5 mg/ml, 6.71 mg/day), bupivacaine (5.9 mg/ml, 1.9312 mg/day) and baclofen (1776 mcg/ml, 581.3 mcg/day) at dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the rep went to see the patient at the hospital on (B)(6) 2018 for a post-MRI (magnetic resonance imaging) pump check. Upon interrogation she saw the normal stall and recovery from the MRI but also an unexplained motor stall message in the logs. A stall occurred (B)(6) 2018 at 7:16; tube set occurred (B)(6) 2018 at 7:16 and recovery occurred (B)(6) 2018 at 13:03. The cause of the stall was unknown. The managing physician was contacted on (B)(6) 2018 and made aware of what was seen in the logs. The patient was being referred to a neurosurgeon and pump replacement would likely occur. The pump would alarm if it stalled again and the patient may experience symptoms again. The patient was admitted to the hospital on (B)(6) 2018 with flu like symptoms, systemic itching, and worsening spasticity, vision changes and fever. Since being admitted, the patient's symptoms had improved significantly, and the pump had also recovered. The patient was still in the hospital at the time of this report. No dose or titration changes were made. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative (rep). It was reported that the rep got a call that the patient was in the emergency room (ER) in her area. She was called to the ER doctor; she contacted a physician and told the patient she needed to follow up with that doctor. The pump stalled saturday ((B)(6) 2018), and (B)(6) read the logs monday ((B)(6) 2018). She left a printout with the ER doctor. She did not know if the pump was replaced. The patient was put on oral medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (patient¿s wife). It was reported that the patient¿s pump had stopped working. The patient was in rehab and they cannot have a company representative come there so they are sending the patient to a hospital, so a company representative can check the pump because the pump shut off. A company representative was requested to be there today ((B)(6) 2018). The reason her husband is in rehab is because the pump stopped and stopped again. It was indicated that the pump probably went off sometime yesterday ((B)(6) 2018). It was further noted that the pump went off previously on (B)(6) 2018 and did not come back on until the (B)(6). A company representative went to the hospital and restarted the pump at that time. It was indicated as having been unknown if the patient experienced a sudden or gradual change in therapy/symptoms. The patient was currently receiving the following medications via their pump: morphine with concentration 20.5 mg/ml at a dose rate of 6.710 mg/day), bupivacaine with concentration 5.9 mg/ml at a dose rate of 1.9312 mg/day, and baclofen with concentration 1776.0 mcg/ml at a dose rate of 581.3 mcg/day. On (B)(6) 2018 a company representative reported that an alternate company representative had seen the patient the evening of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device was shipped out for return on (B)(4) 2018. No further complications were reported.